Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. It was also reported that the cartridge was damaged at the o-ring, interrupting insulin delivery. Customer loaded a new cartridge to address the issue. Customer¿s blood glucose level was 265 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.